Manufacturer narrative:
E1: initial reporter address 1 - (B)(6). D2b: pro code (product code) - itx, obj. The device was returned for analysis. Visual inspection of the device revealed no issues, and it appeared to be in good condition. Microscopic inspection showed that the guidewire exit port was lifted, but the distal section of the tip was in good condition. A test guidewire was inserted, and no resistance was noted while tracking the guidewire into the catheter.

Event description:
It was reported that catheter issue occurred. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the device got stuck on the wire, and when it was removed, it was damaged. The procedure was completed using an alternative device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1 - (B)(6) d2b: pro code (product code) - obj.

Event description:
It was reported that catheter issue occurred. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the device got stuck on the wire, and when it was removed, it was damaged. The procedure was completed using an alternative device. There were no patient complications reported.